Event description:
The hospital reported that after an endoscopic vein harvesting procedure, hemopro2 extension cable will not separate from the vh-4020 adapter cable. Per photo provided by the complainant, the extension cable and cable are connected. No issues during the procedure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation 03/29/2024. An investigation was conducted on (B)(6) 2024. A photograph was provided by the account. A photographic evaluation was conducted. The cable and adaptor was observed connected to each other. There were no visual defects observed. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The adaptor was returned with the adaptor referenced in onetrack (B)(4). There were no visual defects observed on the adaptor. The connector end was observed to be intact with no visual defects observed. The other connector end was observed to be attached to the returned cable with the arrows on both lined up accordingly. A mechanical evaluation was conducted to disconnect the adaptor from the cable. The adaptor and cable connector was able to be disconnected. There were no visual defects observed on the adaptor after disconnection. The cable and adaptor were able to be attached and detached multiple times with no visual defects observed. Based on the returned condition of the devices as well as the evaluation results, the reported failure "connection problem" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.